Manufacturer narrative:
E1. Reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer reporting an alarm message of a low leak-co2 rebreathing risk on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp reported the air delivery flow accuracy test verified the accuracy of the air flow sensor and the blower function. The asp determined replacement of the air flow sensor was necessary for correction. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.